Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The customer stated that of the thirty people in the clinical study group, this was the only discrepant result. The patient's initial hcgb result was 673.7 miu/ml which was considered a false positive. The result was reported outside the laboratory. The doctor questioned the result as the study group did not have any pregnant females. On (B)(6) 2013, the repeat result from the same e601 analyzer was 0.612 miu/ml which was considered negative. There were no adverse events. The hcgb reagent lot number was 169563-01 and the expiration date was not provided. The calibration data was within range and the customer stated the quality control was fine, so a reagent issue is unlikely. A root cause could not be determined with the information provided by the customer.

Manufacturer narrative:
This event occured in (B)(6).